Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 621 mg/dl. The customer was treated with intravenous of insulin and also visit to emergency room. The customer was performed self test and they did not found any error. Customer was performed high pressure test and insulin pump was able to detect that the reservoir was missing. Customer was to check the alarm history and customer saw the low reservoir and they mentioned that the reservoir still had enough insulin and it was not low. The insulin pump will not be returned for analysis.